Manufacturer narrative:
One 6f maximum introducer was received for eval. Visual inspection revealed the sheath tube had detached from the base of the hemostasis body. Two small indentations were noted in the sheath tube material at the proximal end. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Results of investigation confirmed the introducer sheath had detached at the base of the hub. Mfg process changes were implemented on august 9, 2004 to improve the ultrasonic welding process by identifying upper limit operating ranges, establishing energy damping measures and requiring mfg personnel to record set-up conditions at the beginning and end of every run.

Event description:
It was reported with access via the light femoral artery, during a ptca procedure, the hub of the maximum introducer detached from the sheath. The sheath section remained in the femoral artery and was not visible. A .035 wire was left in place and hemostasis was obtained by applying manual pressure. The pt was transferred to surgery where the detached portion of the sheath was removed from the femoral artery. The pt was reportedly recovering.